Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were draw-tested with deionized water. The water is drawn from a compensated draw apparatus. This comprises of a header tank, which is connected via tubing to a direct draw adapter at the end, into which the tube is inserted. The level at which the tube is inserted into the apparatus, is determined by local atmospheric pressure. This simulates the blood drawing method. Then the drawn tubes are weighed on a calibrated balance. From this testing, no issues were observed relating to low draw volume as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® lh pst¿ ii plus blood collection tubes underfilled during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during blood sampling, the light green tube did not completely fill (halfway). I had to call a colleague to get another tube. The new one completely filled up. Analysis : the tube had a suction defect. Indeed, a little amount of blood flowed into the tube and it was dilled drop by drop. The nurse event tried to move the needle if the problem ever came from it. She therefore changed the tube and the blood flow was normal and the tube filled normally."